Event description:
During a remote follow-up, automatic mode switch (ams), non-sustained right ventricle oversensing episodes and loss of capture was noted on the atrial lead. A lead revision is anticipated and the patient will continue to be monitored by merlin@home.